Event description:
It was reported that the patient underwent umbilical hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, the patient returned to the hospital with suspicion of umbilical phlegmon. The patient experienced itching and redness, pain and bulging with no further inflammatory reactions. Laboratory results were without findings. It was reported there was a suspicion of a contact allergy, though due to patient's high bmi there is quite a thick fat layer between the mesh and the skin redness. The patient did not respond to antibiotics, but cortisone treatment and prednisolone affected relief. The mesh remains implanted. The patient current status is reported as fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.